Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. The f-69 failure was not verified during evaluation and there was no evidence related to this failure. The device met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-69 alarm (abnormal battery recharging voltage). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.